Event description:
Chronic obstructive pulmonary disease, unspecified. Pt report a broken nebulizer, not functioning and needs to be replaced. Doesn't start - nebulizer 3/18 started not working on friday. Pt stating the nebulizer was working and just started making a 'weird' noise and is not working.